Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that he experienced low blood glucose levels after not eating for long periods of time. His lowest blood glucose level was 38 mg/dl. The customer was able to treat his low blood glucose level with fast acting carbohydrates. The device was not returned.